Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Unique identifier (UDI) #: n/a. Concomitant medical products: nexgen molded flex articular surface, catalog #: 90597004010, lot #: 63323599. Nexgen all polyethylene patella, catalog #: 00597206538, lot #: 63153210. Nexgen flex femoral component, catalog #: 00575001701, lot #: 63266656. Nexgen stemmed tibial component, catalog #: 00598004702, lot #: 63573246. Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the revision is scheduled for a later date. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient started having pain 10 months post-implantation due to cement laterally to the prosthesis. The patient is scheduled for a revision at a later date to have the cement removed. No additional patient consequences were reported.